Manufacturer narrative:
Siemens representative was onsite and ran two patient comparisons between the lab rp405 and the ed rp500 and results were similar from both the devices: (B)(6). Siemens is in process of evaluating the event. Customer has been requested to return measurement cartridge to investigate the event. The root cause for the event is unknown.

Event description:
Customer reported discordant sodium, potassium and chloride results on the instrument when compared to alternate instrument. There was no report of injury due to this event.

Manufacturer narrative:
Instrument files from rp500 sn (B)(4) were analyzed. Information from the rp405 was not available for analysis. Measurement cartridge (B)(4 )was installed on may 9, 2016. The discordant results occurred on (B)(6). The measurement cartridge was not available for return. From the instrument files, na was performing typically and aqc samples, including on the day of the discordant results was within published ranges. There were no system errors or calibration errors occurring on that day. The customer reportedly changed the measurement cartridge and performed additional side by side comparisons. This data was not supplied. Field service was dispatched to verify proper valve alignment on june 29, 2016. The instrument was found to be out of alignment and was re-aligned at the visit. The cause of the discordant results cannot be ascertained. Field service found the instrument to be out of alignment and realigned the valve.